Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the lens was noted as faulty. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The lens was cleaned with klrp for further evaluation. The optic has scratches, deep scrape marks, and scuff marks on the anterior and posterior side of the lens in the shape of an instrument used to grasp the lens was observed. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported complaint of ¿faulty¿. The specific lens issue was not specified. Damage to the lens was observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Associated products were not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Follow up attempts were made. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).